Event description:
Related manufacture reference number: 2017865-2021-36711. It was reported that patient presented remotely via merlin.net. Review of transmission reveal that the atrial lead exhibited under-sensing and the right ventricular lead (rv lead) exhibited noise reversion episodes. No interventions were performed. The patient was in stable condition.